Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was on life vest due to lead dislodgement. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable post-procedure.